Event description:
Procedure: inguenal hernia repair. According to the reporter: the seal fell out of the trocar, not into cavity. It was removed and used another device. There were no patient injuries reported.